Event description:
It was reported that a neurologist's handheld computer screen was showing half screen with colored lines vertical and then the other half of the screen black. The neurologist reported that the handheld was working ok last week with no problems. A company representative assisted the neurologist through troubleshooting by performing a hard reset but the screen came up the same as it was half screen black and half vertical lines. A new handheld computer was sent to the neurologist and the reported handheld was returned to the MFR and is currently undergoing product analysis.